Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-06255. It was reported the patient was receiving ineffective stimulation, and surgical intervention was attempted on (B)(6) 2018 (MFR. Reports #s: 1627487-2018-06209, 1627487-2018-06210, 1627487-2018-06211). No products were implanted or explanted.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-06255. Information gathered revealed the patient's leads were explanted and replaced (with different models). The replacement leads were implanted in a different location than prior.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-06255. Follow-up revealed surgical intervention addressed the patient's issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-06255.